Manufacturer narrative:
Component missing: the cause of the missing component could not be determined as no product or images were returned.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported an issue with the impella sheath and insertion kit identified during use in the catheterization laboratory. Upon opening the kit, it was observed that the set contained two short dilators and was missing the long 14 fr dilator. The physician elected to proceed with the procedure using the short sheath, and the procedure was completed successfully. No signs or symptoms of patient injury were reported, and no harm was associated with the event. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. At the time of explant, the patient survived.